Event description:
The customer reported a burning smell. Upon further evaluation of the instrument and equipment, the customer observed smoke, sparks, and a small flame coming from the back of the immage immunochemistry system console where the fan is located. The customer unplugged the power to the console and the laboratory's third party service supplier, (biomed) removed the console from the lab. Customer stated no one was injured or required medical attention due to smoke and flames. The customer was wearing personal protection equipment that consists of gloves and laboratory coat.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the immage console to resolve the issue due to power supply burning up. Beckman coulter internal identifier is (B)(4).